Event description:
The complainant stated that the brake is locking but the bed will continue to move.

Manufacturer narrative:
The technician isolated the issue to broken wheel supports on the casters. He replaced the four casters to repair the bed.